Event description:
Customer reported receiving suspected false positive results when using the cue covid-19 test for home and over the counter (otc) use (cartridge sns and lot number not provided, reader sn (B)(6)). Exact frequency of false positive results and dates of testing not provided. Customer is testing negative with covid-19 rapid tests (frequency of testing, exact dates of testing and brand/manufacturer not provided). Customer states he has been in quarantine for 10 days and asymptomatic. No further information provided regarding these false positive results.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Trending of all complaints was performed as part of our complaint investigations and did not result in any trends identified. Additionally, due to the age of complaints and that most of the reported issues did not include essential information, such as cartridge lot number/serial number, user information, further investigation including product history review is not able to be performed. No further investigation was required for lots that were expired, and where no trends were identified.